Event description:
It was reported that during central processing, the tip of the monopolar curved scissors instrument was broken. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis investigations not replicated nor confirmed the customer reported complaint. Failure analysis found the primary finding of could not reproduce and could not verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly with in-house tips installed. The instrument was fully functional. No broken tip was observed. No product issue was identified. Additional observation(s) not related to the customer reported complaint: the mcs instrument was found to have a scratch marks/abrasion on tube adapter at the distal end. There were no broken pieces.